Event description:
It was reported that the zoom drive was intermittent. There was pt involvement, however, no adverse consequences were reported.

Manufacturer narrative:
Result - csi box. MFR's investigation is ongoing. If add'l info is received, a f/u report may be submitted.